Event description:
Radial artery very tortuous. Attempts to advance wire created a knot in distal portion of the wire. Doctor attempts to remove wire were unsuccessful. He nicks the skin at insertion site, then dilates the artery and removes the wire intact, with obviously deformed wire. Radiologically, no wire present at the end of procedure. Vascular band applied; no hematoma noted.